Event description:
It was reported via repair work order that the power cord ground pin was loose and the head left side rail brake light would not flash when the brake was engaged due to a damaged cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.